Event description:
Caller reported that the pump battery was depleting too quickly, causing it to shut down. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.